Manufacturer narrative:
(B)(4).

Event description:
The consumer reported charging too frequently. Since implant it has always taken the patient 8 or more hours to charge and not even a full charge. The patient's coupling while charging varied all the time from 0-8 and the number of shaded boxes often did not stay for very long. The patient had tried moving the antenna paddle and had tried turning the antenna dial and it did not seem to help. An antenna locate feature was performed and the number was jumping from 70s-90s and the patient said he was not even moving it. He was just holding it in his hand. The antenna locate feature resulted in the patient getting 8 coupling boxes and he was holding the paddle and not using the belt. When the patient stood up and was moving around he continued to get all 8 boxes. There were no symptoms as the patient was able to charge. Relevant medical history included spinal pain.